Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma - late.

Event description:
Patient reported right side sensitivity, swelling, fever in the prosthesis, late seroma, suspicion of bia-alcl, capsular contracture baker grade ii, and pain. Later patient reported histopathological markers but non-specific (cd30 and alk both negative) and that the test did not indicate malignancy and the doctor did not recommend an explant. The device remains implanted.